Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(4). Initial notes: (B)(6) inquired what led up to the complaint. Customer response: customers hcp called in to report a crack in customers pump going over the battery compartment. Hcp does not know how the crack occured. Bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: crack. Damage occurred: does not know. Location of the damage is: battery. Is the physical damage to the pump's reservoir lip ring: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: will send a replacement pump to the hospital. Ship: pump/return: pump (B)(6); input date: (B)(6) 2019 warranty start: 03/13/2016 warranty end: 03/12/2020 batch - (B)(4).

Manufacturer narrative:
Device received with cracked case (battery tube) and cracked battery tube threads. (B)(4).